Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Friedman, d. J., c. S. Parzynski, et al. (2018). "Ventricular fibrillation conversion testing after implantation of a subcutaneous implantable cardioverter defibrillator: a report from the national cardiovascular data registry." Circulation: epub before print. Article contact name: daniel j. Friedman, md. Article contact name: daniel.friedman@duke.edu. (B)(4).

Event description:
Boston scientific received information from a journal article titled " ventricular fibrillation conversion testing after implantation of a subcutaneous implantable cardioverter defibrillator: a report from the national cardiovascular data registry". Data from the national cardiovascular database registry of first time s-ICD recipients between september 28, 2012 and april 1, 2016 was studied to determine predictors of use of conversion testing (CT), predictors of an insufficient safety margin (ism) which was defined as vf conversion energy greater than 65 joules during testing and in-house outcomes associated with use of CT. CT testing was performed in 5,624 patients (70.7 percent) of 7,960 s-ICD patients. Of the patient's who underwent vf conversion testing, 336 had insufficient safety margins (unsuccessful conversion at less than or equal to 65 joules), although all had successful vf conversion at less than or equal to 80 joules. Two of the patients with insufficient safety margins required separate procedures to revise the s-ICD. Adverse noted in the study include death, cardiac arrest, valve injury, hematoma (requiring intervention), hemothorax, infection, lead dislodgement, myocardial infarction, tia or stroke and urgent cardia surgery. There were no instances of cardiac perforation, pericardial tamponade, set screw problem or pneumothorax. There were no reported allegations that the implant procedure, the use of the product or product malfunction caused or contributed to the reported adverse events.